Event description:
Customer reported receiving readings of 392 mg/dl on 8/28 at 12:29pm and (419 mg/dl & 327 mg/dl) on 8/27 at 6:27pm from his precision xtra meter which were higher than he felt. Customer also reported experiencing symptoms of dizziness, sweatiness, shakiness, having high blood pressure and loss of consciousness on 8/27 at 12:00pm. Customer further reported going to a heath care facility where they checked customer's cardiac condition with an ECG and CT scan was performed. Customer did not receive any medical treatment at the health care facility. Customer stated that he was not diagnosed with hyperglycemia but he did not know if he was diagnosed with other diabetes-related conditions. In addition, customer reported receiving an unspecified reading from his adc meter which was higher when compared to an unspecified hcp meter reading. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
It was reported that after device implant the patient's blood pressure declined. Cardiopulmonary resuscitation was initiated. Multiple external shocks administered. Staff were unable to resuscitate patient. Patient expired on (B)(6) 2010. Follow up with the nurse reported, "with the anesthesia and the procedure his body couldn't handle it and he went into cardiogenic shock." Cause of death has been requested and not received.

Manufacturer narrative:
Requested product was not received for investigation. The complaint is not confirmed.retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.